Event description:
It was reported that this pacemaker was found to be depleting faster than expected. A save to disk was sent in for engineering analysis, and it was confirmed that there was an increase in power consumption. Boston scientific technical services (ts) recommended a device replacement. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. A save to disk was sent in for engineering analysis, and it was confirmed that there was an increase in power consumption. Boston scientific technical services (ts) recommended a device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced successfully. This device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. A save to disk was sent in for engineering analysis, and it was confirmed that there was an increase in power consumption. Boston scientific technical services (ts) recommended a device replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced successfully. This device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.